Event description:
It was reported by the customer that the pyxis medstation es system screen error has been displayed, and despite rebooting the system, the issue remains unresolved, adversely affecting patient care. A total of 17 patients are currently impacted by this problem. A customer indicated that the user experienced a delay in administering medication to patient care as a result of the reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that dial in to the station, login as cfnadmin. Found out that dependencies are not set to the right app executable path and wrong shortcut was placed under startup. A technical support specialist addressed the issue by configuring auto logon for cfnapp and rebooting the station. However, the station continued to experience problems. The specialist then logged in to cfnadmin, examined the rss, and confirmed that the station was utilizing the credential manager along with rss version 4.8. Subsequently, the specialist upgraded the rss to version 4.12, re-registered the atlas configuration, and rebooted the station. The station is now functioning properly. The system functioned as intended after troubleshooting.